Manufacturer narrative:
The device information provided with the initial report was incorrect. The correct information has been provided with this report.

Event description:
The customer reported via phone call that they experienced keypad anomaly. Customer reported that the act and esc buttons were not responding. The customer's blood glucose was unknown. The customer stated she was hospitalized. The customer's blood glucose a couple days ago was 500mg/dl. The diabetes educator looked at the pump and informed the customer it was not working. Customer was unable to troubleshoot at the time of the call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the act and esc buttons were unresponsive. The customer's blood glucose level was unknown. It was noted that the customer's pump had been donated to her. The customer was advised about going through proper channels for transfer and replacement. The customer states they had been hospitalized for high blood glucose level of 500mg/dl.